Event description:
Additional information was received from the patient and a healthcare professional (hcp). They reported that the ins stopped working 3 months after implant date to provide them with relief. Caller states patient kept implanted neurostimulator in for over years because the manufacturer didn't want to take it out. Pt rep requested MRI compatibility, but confirmed all the spinal cord stimulator (scs) as removed. Hcp stated that an image from 2021 shows spinal cord stimulator (scs) system components implanted and in 2022 an image showed components explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they have had ins for at least 10 years, but ins is not working and hasn't worked since 3 months after ins was put in. Later pt said probably about 2.5 months after implant was when they tried charging ins and couldn't. They said they had charged several times before that, and then their back was doing better so they were going without ins for a while (said they stopped charging for "just like 2 weeks") and then when they tried to charge again ins wouldn't charge, turn on, or do nothing. Pt said after 3 months of having ins and trying to charge ins, they met with a rep who said ins wasn't working because pt didn't charge it. Pt said rep tried to reboot ins 3-4 times, but that still didn't work. Pt said the ins has just been sitting in their back, and pt is doing fine so pt just wants ins removed. Pt said pt told "him" the pt wanted manufacturer to remove ins, and pt was told they're not going to do that because it is pt's fault they did not charge ins. Pt then mentioned they have moved from in to (B)(6). Pss asked if pt has seen a healthcare provider (hcp) in (B)(6) yet about getting ins removed, pt said not yet as he doesn't want to pay for it since the ins hasn't worked for "more than 7 years, almost the whole time" and pt doesn't want to pay for something that doesn't work. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2021 rtg0143937 (hcp): no new information.